Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited occasional noise due to left arm movement. The physician removed the lead from the header, cleaned off the lead and re-inserted the lead into the header. There was no longer noise seen on the system. The rv lead and implantable cardioverter defibrillator (ICD) remain in use. No patient complications have been reported as a result of this event.